Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. The visual and x-ray examination of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2024-37024. During an in-clinic follow-up, noise that led to oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. The leads were explanted and replaced to resolve the event. The patient was stable.